Event description:
Boston scientific received information in 2009 which showed noise, oversensing, and inappropriate shock therapy on the right ventricular lead. In addition it was noted that the pacing impedances had decreased but were not out of range at the time. A save to disk was sent for review to technical services. Technical services discussed a possible lead integrity issue and discussed troubleshooting for this particular issue. No further information was provided at that time. Additional information noted that during a follow up of this right ventricular (rv) lead and device no sensing was revealed on the right ventricular channel. The pace/sense of this rv lead was capped. A new pace/sense was implanted and the existing rv lead is being used for defibrillation. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
Additional information received noted that this device was returned for analysis. Upon analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory interrogation of the device noted that the monitoring voltage had a battery status of eri which was set after explant. A review of the device memory noted no resets, and the arrhythmia logbook indicated that the device delivered two shocks into <20ohms, as well as noise from an emi source. Further investigation rvlead that a 2 joule shock was commanded and the device displayed an open lead fault when the device attempted to deliver a shock into an open lead. The output bridge of the device was damaged when the device shocked into a shorted lead. Laboratory analysis concluded that the damage to the device was caused by the device shocking into a shorted lead.

Manufacturer narrative:
Additional information received during the most recent follow up noted that this patient was seen back at the hospital and when performing defibrillation testing the programmer flashed a warning screen indicating a shorted lead condition. Low shocking impedances were recorded. An x-ray was performed which revealed that this lead was fractured. The patient was hospitalized for a revision procedure and the device therapy was turned off. Upon additional information this investigation will be updated.